Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio-control field service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to reported that their device was unable to provide defibrillation shock when attempted, during patient use. Another device was available and was used to continue patient care, however the issue remained. The customer then switched to use a new pair of quick-combo pads and the device was successfully able to provide shock to the patient. There were no reports of adverse effects to the patient as a result of the reported event.